Event description:
The customer observed a falsely elevated architect b12 result for one sample on instrument serial number: (B)(4). The following data was provided (customer¿s reference range is 187 to 883 pg/ml): (B)(6) initial result (generated on another architect instrument) = 209 pg/ml, repeat with new lot number (on serial number:(B)(4)) = 325 pg/ml. The customer is questioning the results generated on the new lot number. Qc passed with the new reagent lot number. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found a leaking valve, manifold kit. The fsr replaced the valve, manifold kit which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic b12 results for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the valve, manifold kit was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.